Manufacturer narrative:
Manufacturer's investigation conclusions: evaluation of heartmate ii lvas, serial number (B)(4), confirmed internal driveline wire damage that would have contributed to the reported event. The driveline was cut approximately 3 inches from the pump housing, a middle segment measuring approximately 17 inches, and a distal segment measuring approximately 17.5 inches were also returned. A driveline repair was previously performed and approximately 17 inches of the replaced portion of driveline was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned detached from the pump. Approximately 1 inch of the sealed outflow graft and the outflow graft bend relief were returned along with the outflow elbow all detached from the pump. A bend relief collar was present and secured with green suture. The inlet stator and the outflow elbow screw ring tabs had been previously removed. The replaced segment of the driveline (from wo# (B)(4)) was visually inspected and underwent continuity and hipot testing. These tests did not identify any breaches to the wires that would have resulted in the reported event. The proximal segment, middle segment, and distal segment of the driveline that were returned with the pump were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the proximal portion of the driveline revealed breaches to the insulation of the brown, red, orange, yellow, and green wires approximately 6-7 inches from the pump housing. The observed wire damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in this location. The remaining wires from the proximal portion, the entire middle portion, and entire distal portion of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the brown, red, orange, yellow, or green wires made contact with the metal braided shield while the patient was operating on the power module, the resulting short to shield could have resulted. This could cause the hazard alarms and pump stops that were confirmed through the evaluation of the submitted log file. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the vad coordinator indicating that due to the failed external percutaneous lead (driveline) replacement, the patient's transplant status was esculated to 2 and remained in the hospital for a transplant. The patient received the transplant on (B)(6) 2019.

Manufacturer narrative:
Approximate age of device - 5 years, 11 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad system stopped when tethered to the power module. X-rays of the percutaneous lead (driveline) were reviewed by the manufacturer's technical service and were found to be unremarkable. A driveline replacement was performed 3 inches from exit site. The continuity test did not indicate any broken wires. No issues were noted after the patient was back on the grounded patient cable.